Manufacturer narrative:
Returned qty.1 insert, 80395, 22144-00076711, ju, bul. Test method / gp005-wi02. Inductance: gauge ID# (B)(4). Due: 11/30/2024. Result: 3.17. Meets spec? Does not meet spec? N/a? Tip condition: - meets spec? Does not meet spec? N/a? Stack condition meets spec ? Does not meet spec? N/a? Tested on: g136 gage ID# (B)(4). Due date: 09/30/2023. Set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec? Does not meet spec? N/a? Spray pattern: - meets spec? Does not meet spec? N/a? Water leak: hp sealing ring? Proximal ring? Distal ring? Seam leak? N/a? Vibration: - meets spec? Does not meet spec? N/a? Grip condition: meets spec? Does not meet spec? N/a? Other visual observation: insert is good, no fault found. Also insert was tested on a digital thermometer i.d.#(B)(4). Due date: 09/30/2023. The temperature was 86.1° f, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175). Alleged event: confirmed - not confirmed.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k fsi-sli-10s insert, pkd tip overheated during use. No injury.